Event description:
Reporter alleged discrepant blood glucose device results versus lab readings on several pts as follows: glucose device result - 568 mg/dl and lab result - 373 mg/dl; glucose device result - 505 mg/dl and lab result - 274 mg/dl; glucose device result - 590 mg/dl and lab result - 440 mg/dl. Reporter indicated controls were in range and performed 24 hours prior to the alleged incident but were not performed afterwards. Reporter stated the linearity was "poor" and device along with test strips and controls were all taken out of service. Reporter stated not having any details on the treatment that the pts were provided. A request was made for the return of the suspect device and replacement product was sent.